Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018. Per angiodynamics' distributors' sales executive that was attending a case: we had a lung case ablation. We did the testing of the applicator on external saline and it seems the probe was working as intended. The treating physician positioned the probe, at which time, no pressure was placed on the probe. He withdrew the probe to reposition it, when it was noted the ceraminc tip had cracked. The device was set aside and a new of the same was used to complete the procedure. There was no harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. However, a photograph of the defective applicator was provided by the user. The photograph clearly showed the tip of the applicator was fractured/cracked, but srill attached to the probe shaft. The reported complaint description of a fractured tip (cracked) is confirmed based on the photographic evidence provided. As no sample was received for evaluation a root cause cannot be determined, although a possible contributing factor could be due to handling damage during use. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open, laparoscopic, or percutaneous procedures. The solero mta system is not intended for cardiac use. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).